Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 260575h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that the tubing set was primed with an unspecified volume of fluorouracil, 2700mg, at the user facility. The customer contact reported that 1-2 days after the tubing set was primed, the tubing set was loaded into a gemstar pump and the pump was programmed to deliver the medication, at an unspecified rate, for a duration of 46 hours. No further pump programming was provided. The customer contact reported that the delivery was started at the user facility and the patient went home with the medication to complete the delivery. Approximately 24 hours after the delivery was started, the patient notified the user facility that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set. It was reported that the patient returned to the user facility. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.